Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that prior to use with bd micro-fine¿ pro pen needles 32g x 4mm the caps was was difficult to attach and the needle went through it. The following information was provided by the initial reporter, translated from japanese to english: the hcp set the unit of administration to the patient. The needle cap was put on and retracted during transfer to the patient. The needle penetrated the cap and stuck.

Event description:
It was reported that prior to use with bd micro-fine¿ pro pen needles 32g x 4mm the caps was was difficult to attach and the needle went through it. The following information was provided by the initial reporter, translated from japanese to english: the hcp set the unit of administration to the patient. The needle cap was put on and retracted during transfer to the patient. The needle penetrated the cap and stuck.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.